Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, ventricular fibrillation was observed. Lead noise was observed and no inappropriate shock therapy was given. Patient was then presented to the hospital for a device check upon which noise was observed and due to possibility of inappropriate shock therapy the lead therapy was turned off. Patient was hospitalized. Lead externalized conductors, high capture threshold, r-wave amplitude variation, lead fracture was suspected and no capture issue was observed. No lead impedance issue was observed. Lead was capped on (B)(6) 2018 and a new lead was implanted and the issue was resolved. A device check was performed post procedure and no anomalies were observed. Patient was stable prior, during and post procedure.